Event description:
Perclose prostyle was opened and upon visual inspection prior to use, we noticed that the strings were already out of the device. We then opened a second device and did not use the defective device. Manufacturer response for suture-mediated closure and repair system, perclose proclose (per site reporter). Rep will be in to pick them up.